Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up the patient presented with dyspnea, it was noted that there was loss of capture and decreased ventricular sensed amplitudes on the left ventricular (lv) lead. The interrogation revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolved the event. The patient was stable.